Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2014. Pediatric patient was using an adult receiver. Patient inserted the sensor into the hip. The patient's mother did not report injury or medical intervention.